Manufacturer narrative:
Date rec'd by MFR: 16oct2019. Date of report: 17oct2019. The user interface (ui) assembly was received for evaluation. Visual inspection of the ui assembly revealed no evidence of damage or contamination. The ui assembly was installed into a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed that the burnt out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse provided the customer with the parts ID for the 2nd generation user interface assembly and discussed installation, including software upgrading to 2.10 or higher. The customer confirmed that they had already upgraded the software to 2.30. The customer reported that the installation of the new user interface assembly fixed the problem. The device was not being used for treatment at the time the reported issue was discovered. There is a relationship of the device to the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the display was black. There was no patient involvement.